Event description:
Patient was having an egd [esophagogastroduodenoscopy], esophageal varices were banded, a band popped off and area started bleeding. A second bander was loaded, and the bands just fell off before deployment. A third (different brand) was loaded to finish the job. Vendor was notified by clinical site, the product was discarded by staff manufacturer response for esophageal bands, (brand not provided) (per site reporter).